Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, upon examination it was found that the pump stay flat and also air was observed in the device. The device was explanted and replaced with a malleable device. No patient complications were reported.